Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was visible damage to the 11th distal segment with numerous struts raised. (B)(4).

Event description:
It was reported that the physician was attempting to use one endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous cx lesion exhibiting 75% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated using a 2.0x15mm balloon catheter. Resistance was encountered when advancing the device, however excessive force was not used. It was reported that the stent could not pass through the lesion and stent deformation was seen when the system was pulled back. A non-mdt stent was used to complete the procedure without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.